Event description:
It was reported that the video system center received a b40 error message. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and since the device malfunction could not be confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Additional information: d8, d9, h3, h4, h6.